Manufacturer narrative:
Per the instructions for use (IFU), device degeneration is a potential risk associated with the use of bioprosthetic heart valves. Structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) is listed in the instructions for use for the tavr procedure and are known potential risks associated with the device. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood, but it is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve¿s performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the device is not available for evaluation as it remains implanted in the patient. The cause for the valve calcification could not be determined. However, it may be due to progression of the patient¿s disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the sales rep approximately 5 years post implant of a 23mm sapien xt in aortic position, the patient presented with acute heart failure and mean gradient of 92 mmhg with no evidence of thrombus, mild-moderate central leak and aortic valve area of 0.65 cm2 by tee. ¿there was very little leaflet movement on echo¿. A valve in valve (viv) procedure was performed with a 23 sapien 3 ultra valve via transfemoral approach with no procedural complications. Post viv gradients by tte were 20mmhg (mean gradient) and 6-10mmhg by invasive cath. Per report, there were ¿some left ventricle outflow tract gradients to begin with and a hyperdynamic left ventricle, so the implanter decided to not post-dilate¿. The patient was stable at the end of the procedure. The perceived cause of the event was leaflet calcification.